Event description:
The customer reported that during a biopsy of the left supraclavicular node with oxygen administered per simple mask, a flash fire occurred that burned the pt's mask. The pt received first and second degree facial burns and a shoulder burn that were treated with oral and topical antibiotics. User facility info: on 4/29/2011, pt underwent biopsy of the left supraclavicular node with oxygen administered per simple mask, flowing at 5 l/min via auxiliary flowmeter on the anesthesia delivery unit. During coagulation cautery using the esu, a flash fire occurred burning the mask, oxygen tubing and surgical drape. The fire was immediately extinguished; however, pt sustained first and second degree burns to the face and left shoulder.

Manufacturer narrative:
(B)(4). The site indicated that the incident generator was evaluated on site, was put back into use and will not be returning for eval. If add'l info pertinent to the incident is obtained, a follow-up report will be submitted. Add'l user facility info: date of report: 05/13/2011. Brand name device 1: electrosurgical unit. Common device name: esu. Manufacturer name and address: valleylab, brand name for device 2: anesthesia delivery unit. Common device name: adu. Manufacturer name and address: datex-ohmeda (ge), model: a-auf, serial#: (B)(4), other#: 10-286. Device available for evaluation: yes. Initial reporter also sent report to FDA: no.